Event description:
Caller reported an issue with incorrect time settings on the pump. Blood glucose levels remained within the normal range, with no readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating pump time settings and advised them to monitor for discrepancies greater than five minutes, with instructions to follow up if the problem recurred. Caller responded positively to the guidance given.